Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the customer delivered a bolus of approximately 8 units, but the insulin on board (iob) displayed a value that was greater than what had been previously delivered. Review of the pump bolus history and pump data logs by tandem technical support verified that 12 units of insulin had been programmed and delivered by the customer. However, the customer maintained having requested a bolus for 8 units. Blood glucose (bg) level ranged from 200 (mg/dl) to 530 (mg/dl). Reportedly, the customer was unable to verify if the cause of the elevated bg level was due to the reported issue. To address the bg level the customer changed the infusion set and delivered a correction bolus.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue; however, a different issue was identified.